Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged defect and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges the device was "shooting out water in the circuit" and up the o2 line. Alleged event reported as occurring during patient use. There was no report of patient injury of consequence. There was no report of necessary medical intervention. Patient condition reported as "fine".